Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in operating room for routine device change out. All electrical parameters of the leads were normal; the leads were attached to the new device. A review of the chest x-ray provided, revealed an insulation abrasion on the left ventricular lead. No intervention was reported and the lead remained implanted. No patient symptoms were reported.